Manufacturer narrative:
The device was received with cracked and bleeding on lcd glass, cracked case at the display window corner and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of issues with their display. The customer states that about 10-20% of the screen does not function. The customer states there is a dark blue black on the screen. The customers blood glucose levels at the time of incident were unknown. The customer states they cannot read their blood glucose levels on the screen. The customer was advised to discontinue use of the device, and that it would have to be returned and replaced.